Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 127 ohms. Technical services (ts) was contacted, and ts recommended bringing the patient into the clinic to test the rv lead. The device and rv lead remain in service. No adverse patient effects were reported.